Manufacturer narrative:
A visual inspection was performed and revealed the following. Inspection confirmed the device to have fractured at the threaded inner tip. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. Complaint history record review was performed for this lot and two similar complaints were identified. The ozark guide and surgical technique was reviewed and the surgical technique indicates that the driver must be used with a 12 in-lbs torque limiting handle. If the instrument is subjected to a force greater than 12 in-lbs., then it may result in device damage. Correspondence with the sales representative indicates that a torque limiting handle was used. It is possible that the instrument was torqued past the indicated 12 in-lb mark; however, from the available information, a cause cannot be established conclusively.

Event description:
It was reported that an ozark screwdriver had no thread to load screw onto driver intra-operatively. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully.

Event description:
It was reported that an ozark screwdriver had no thread to load screw onto driver intra-operatively. No adverse consequences, surgical delay or medical intervention were reported.  The procedure was completed successfully.